Manufacturer narrative:
The device is currently being evaluated. A follow-up report with the results of the investigation will be submitted upon completion.

Event description:
It was reported that the driver arrived with the tip broken off.

Manufacturer narrative:
Correction: h3. Yes. H6. Investigation findings: 3252. Investigation conclusions: 61. Device evaluation: visual inspection confirms that the distal tip has sheared off. The root cause is likely that the instrument was not completely disengaged from the mating screw upon removal, placing excessive force on the male threads of the driver. Review of device history records showed no manufacturing or processing related irregularities that would cause or contribute to this failure mode. Labeling review: warnings: risks identified with the use of these devices, which may require additional surgery, include device component failure, loss of fixation/stabilization, non-union, vertebral fracture, neurological injury, vascular or visceral injury. Possible adverse effects: initial or delayed loosening, disassembly, bending, dislocation and/or breakage of device components.